Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 8 months. The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported hemolysis could not be conclusively determined. The reported elevation in power, decrease in average pi, and elevation in flow were confirmed per the log file evaluation, however, the cause could not be conclusively determined. A system controller log file dated (B)(6) 2015 was submitted for review. Prior to (B)(6) 2015, the patient had an average power of 6.5w, an average pi of 6.0 and average flow of 7.2 lpm. After (B)(6) 2015, the patient had an average power of 7.4w, an average pi of 3.3, and average flow of 8.8 lpm. A transient power spike to 9.4w occurred on (B)(6) 2015 11:38. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on 08/12/2015 that high powers and high flows were noted and the patient was experiencing hematuria. It was also reported that the patient has a history of noncompliance. On (B)(6) 2015, support was withdrawn. On (B)(6) 2015, the patient's wires were cut and the portion of the percutaneous lead exiting the abdomen was buried internally. The patient is currently doing well with no issues and all symptoms of hemolysis reportedly resolved since pump support was discontinued.